Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. It was observed that the device was broken at the weld point between the drill collar and the drill. All of the shaft of the drill bit was intact. This complaint failure can be confirmed. Excess striation on the drill shaft and collar components indicate the drill bit was heavily used,as it is a reusable instrument. The broken weld failure could be due to the device being dropped/ mishandled on hard surface causing the weld to fail. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. Other than this possibility, we cannot discern a root cause for the failure mode indicated. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure the sales rep's gryphon slotted sawtooth guide broke into two separate pieces where the shaft meets the handle. The sales rep's gryphon drill bit broke into two pieces on the proximal end where the device is tightened. The case was completed with like-devices with no patient harm or delays. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.